Event description:
Information received by medtronic indicated that insulin pump battery cap and battery compartment was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2020, the customer alleged was for high bg and cosmetic damage located in the battery compartment and battery cap. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (serial number label stained/fading) and cracked retainer. Thus was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronics, force sensor and motor assembly. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Cosmetic damage was confirmed cracked case-corner of belt clip rails, however, unable to determine battery cap damage due to cap not being provided with the pump. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.